Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed signs of repeated use, wear and missing ball bearing. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument was returned via worn instrument return program and it was noted that the ball bearings are missing. Attempts were made and no further information has been provided.